Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was unknown. The customer also stated that they was able to clear the alarm. The customer also stated that they was not able to complete insulin pump rewind. Customer stated that insulin pump was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm noted during testing. Low battery alarm found in the long trace down load history file due to moisture damaged found on electrical board.